Event description:
It was reported that the patient experienced stimulation at the wrong area. Reportedly, the patient¿s leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with a new paddle lead to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.